Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in (B)(6) of area not clean before starting pd and peritonitis coincident with dianeal pd-2 peritoneal dialysis solution with2.5% dextrose therapy. On an unreported date, the patient began treatment with dianeal pd-2 2.5% single bag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter technical services, the following was reported. On an unreported date, the patient did not clean the area before starting pd. On (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient was treated with injection reflin 1gm od ip and injection tobramycin 40mg every 5th day. Outcome for the event of peritonitis was not reported. A causality assessment was not reported.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient did not keep area clean before starting peritoneal dialysis. Per the local baxter affiliate, the patient was re-trained on proper aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding patient retraining on proper aseptic technique has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.